Event description:
The rotator came off during hand injection. No harm or injury reported.

Manufacturer narrative:
Device eval: the suspect device will not be returned for eval/investigation. A follow-up report will be submitted when the device eval is completed. Eval conclusions: a follow-up report will be submitted when the evaluation is completed.